Manufacturer narrative:
Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a hernia repair procedure, the dialysis catheter was inserted, after insufflation, the catheter was inserted lateral to the umbilicus (lateral to midline) vertically with a downward motion with no significant tilt per the surgeon. Care was taken not to place the finger on the safety lever. The trocar went through the abdominal wall but the knife was not pushed back and remained loaded. The safety lever remained down. The pt had a thin abdominal wall and there were no injuries reported. The obturator was removed and the case was completed.